Manufacturer narrative:
Per new information received on april 4, 2023 indicated that the health care provider provided issue of capsular contracture with a baker grade of iii. Date of surgery is still pending. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event review clinical note and patient coding verification: clinical and patient coding were reviewed and verified on 22-mar-2023 per (B)(4) with the currently available information received on march 13, 2023. Autoimmune disorder appropriate code to capture as the patient-reported events, lupus and raynaud¿s phenomenon, which are medically recognized autoimmune disorders. Of note, per the phone call recording, the patient does not have a left breast implant, since she only had right-sided breast reconstruction surgery (due to right-sided breast cancer) with a mentor memoryshape breast implant . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient who underwent a breast reconstruction primary with a mentor memoryshape, 690cc silicone breast implant has experienced unexplained systemic symptoms postoperatively, including sporadically gets hard, pain, sensitivity to the sun, vitamin d deficiency, fatigue, headaches, puffy constantly. Patient has been to different physicians with no sufficient diagnosis. She also had mammogram and ultrasound examinations done. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Patient does not have implant on the left side.